Event description:
It was reported that the patient could not attach the connector to the ilet despite correct tubing orientation and attempts to rewind the pump with and without a cartridge; after trying a new cartridge, the connector attached successfully, indicating a fitting problem related to the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem consistent with a fitting issue traced to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.